Event description:
It was reported that the customer performed the load fill tubing sequence while connected at the infusion set site. Reportedly, the pump prompted customer to perform the fill tubing process twice after the pump was connected to the customer. The customer¿s blood glucose (bg) level ranged from 51-53 mg/dl. The customer consumed glucagon to address bg level. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Manufacturer narrative:
Device not returned.